Event description:
Pt receiving total perenteral nutrition via continuous infusion at 95 ml/hr, the bag was hung at 1800 on 06/10. Rn went to wean rate and noted that the bag (2l) was still very full at 1230 on 06/11/1998. She noticed precipitate in tubing, burette and cassette, none in bag. Pump appeared to be infusing but had delivered only approximately 4 hours of sulution - 400 ml vs ordered 1800 ml no alarm was ever initiated. Pt weight and urine output diminished but otherwise no apparent adverse outcome.